Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
The patient was admitted to the hospital with intractable nausea and vomiting. The pump was refilled on (B)(6) 2015 and at that time, the drug and concentration were changed. The patient developed the symptoms just after the refill. The reporter had the programming strip from the refill and there was a question if a bridge bolus had been done. The old flow rate was 0.644 ml/day and new flow rate was 0.240 ml/day. The reporter wanted to change the pump back to the old drug. The pump was delivering morphine (45 mg/ml at 28.988 mg/day) and had been changed to fentanyl (50 mcg/ml at 12.007 mcg/day). The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.